Manufacturer narrative:
H.6. Investigation: 18 photos were provided and no sample was provided.17 of them show products that are not manufactured at this site. One photo shows a needle assembly with the plastic shield. The plastic shield has embedded degraded resin. Which is not related to the symptom reported by the customer. No sample was received. Therefore, sample analysis could not be performed, and the condition reported by the customer could not be confirmed. A device history review could not be completed as no batch number was provided. Lot# unknown see h.10.

Event description:
It was reported that needle 18x1-1/2 rb ns was damaged. This was discovered before use. The following information was provided by the initial reporter: material no: 303005 batch no: unknown it was reported that product was damaged.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that needle 18 x 1-1/2 rb ns was damaged. This was discovered before use. The following information was provided by the initial reporter: material no: 303005, batch no: unknown. It was reported that product was damaged.